Manufacturer narrative:
A ge representative evaluated the system and reseated the image processor power supply connector. The system operates as intended.

Event description:
The customer reported that the screen would flicker upon boot up. The field engineer noted that the problem was intermittent and when it occurred, the live image would not display, thus making the system unusable. There is no report of injury or death associated with the event described in this complaint.